Event description:
Ppf alleges metal wear/metallosis, and elevated metal ions which was previously reported. After review of medical records for the MDR reportability, there is no new information. Noted patient's residence, added firm, added revision hospital, updated associated contacts.

Event description:
Jul 11, 2017: litigation received. Litigation alleges pain, discomfort, stiffness and weakness, severe metallosis. No part and lot information provided. This complaint was updated on: jul 19, 2017. Update sep 11, 2017: legal medical records. In addition to what was previously alleged, pfs alleges very high chromium and cobalt levels, reduction in ambulatory function and fatigue. After review of the medical records for the MDR reportability, patient was revised to address metallosis. Laboratory result for cobalt-chromium is above 7 ug/l. Added unknown stem due to high metal ions level. Also added cup since this was revised. This complaint was updated on oct 2, 2017. Update oct 11, 2017: pfs and medical records received. There is no new allegation. After review of the medical records for the MDR reportability, there is no new information. This complaint was updated on oct 25, 2017. Update ad 24 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. Ppf alleges metal wear/metallosis, and elevated metal ions which was previously reported. After review of medical records for the MDR reportability, the patient was revised to address degenerative joint disease of the right hip. Depuy gription 60-mm cup size 3 tri-lock stem, standard neck offset, a 40-mm metal liner, a 40-mm head ball with a +I .5 neck length. Noted patient's residence, added firm, added revision hospital, updated associated contacts. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jul 11, 2017: litigation received. Litigation alleges pain, discomfort, stiffness and weakness, severe metallosis. No part and lot information provided. This complaint was updated on: jul 19, 2017. Update sep 11, 2017: legal medical records. In addition to what was previously alleged, pfs alleges very high chromium and cobalt levels, reduction in ambulatory function and fatigue. After review of the medical records for the MDR reportability, patient was revised to address metallosis. Laboratory result for cobalt-chromium is above 7 ug/l. Added unknown stem due to high metal ions level. Also added cup since this was revised. This complaint was updated on oct 2, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.